Event description:
It was reported that the customer's insulin pump had an error alarm while filling a new reservoir and the insulin squirted out. Advised that the device will be replaced and revert to back up plan. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed an error during the basic occlusion test as a result of a loose drive support disk. Further testing could not be performed due to the loose drive support disk.